Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed full functional testing including ECG stress testing via multifunction cable without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that the device was powered on in leads view. The pads were attached to the patient; however, the device was still in leads view. Once the user switched the ECG view to pads, a pads signal was displayed. There are no critical errors that would have prevented the device from acquiring an ECG signal. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.